Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-00609.

Event description:
The patient was undergoing a medical procedure using neuron 6f 053 delivery catheters (neuron 053). During the procedure, while introducing a neuron 053, the physician noticed that it was kinked. The neuron 053 was then removed and a new neuron 053 was opened to continue the procedure. However, while in use, it was observed that this second neuron 053 was kinked near the hub. Therefore, the physician removed the neuron 053 and successfully completed the procedure using a new neuron 053. There was no report of an adverse effect to the patient. Please note that exact date of event is unknown; however, the customer indicated that the event occurred in (B)(6) of 2016.